Event description:
This report is based on information provided by philips remote service engineer (rse) and field service engineer (fse) and investigated by the philips complaint handling team. Philips received a complaint about the heartstart xl+ due to a therapy delivery test failure. The device was not in clinical use at the time of the issue, and there were no reported patient impacts or injuries. The complaint was escalated for technical investigation, and the results indicated that the reported issue pertained to the heartstart xl+. Specifically, the device reported a therapy delivery test failure during the functional check and was found to be out of support. Philips proceeded with an attempt to order spare parts and informed the customer that the device had reached its end of support status. Since troubleshooting was not conducted on the device, the reported issue could not be verified, and a cause could not be established. As a result, the reported problem was not confirmed. To resolve the issue, philips proceeded with an attempt to order spare parts and informed the customer that the device had reached its end of support status. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.